Event description:
Event description boston scientific received information from an unknown health care professional that this right atrial lead was removed from service for being fractured. A competitor's model lead was successfully implanted as a replacement. No adverse patient effects have been reported with this observation.